Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they hospitalized due to high blood glucose level on (B)(6) with blood glucose level was over 700 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that insulin pump was damaged and the reservoir looks stripped and the reservoir did not lock into place. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. The p-cap or reservoir locked properly during testing. Device received with cracked case at the display window corners, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.